Event description:
A complaint was received that a consumer received a lower blood glucose reading of 300 mg/dl on a soft tact/sof-sense meter when compared to a valid laboratory reading of 1100 mg/dl. These values were determined to be clinically significant. There was no report of death, serious injury associated with the event.